Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the product testing before a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, however the clip firing was not done properly. Another device was used to complete the case. There was no patient injury.